Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® low profile 30° abutment 4.1mm(d) x 3mm(h) (ilpac4330) and one certain® low profile one-piece abutment 4.1mm(d) x 2mm(h) (ilpc442u) were returned for investigation. Visual evaluation of the as returned product identified that abutment screw fractured. Device history record (DHR) review could not be performed as the lot numbers associated with the reported devices were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history reviews by item number (ilpac4330 & ilpc442u) were performed for similar event and no complaint about nonconforming products was identified. Therefore, based on the available information, devices malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
The doctor reported that 2 low profile abutments were fractured at the screw portion with the provisional prosthesis. It is also reported that the patient had to maintain the provisional prosthesis for longer and then had to return to remove the broken or fractured elements